Event description:
It was reported that a merlin.net transmission showed non-sustained oversensing due to myopotential oversensing. The patient was asymptomatic. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.